Event description:
It was reported that when the pressure regulating balloon (prb) was prepped for an original artificial urinary sphincter (aus) implant procedure, the sales representative noticed something floating in the balloon. The physician was not comfortable using it when the tech could not get the small piece of matter out through the syringe needle, therefore, another balloon was opened and used to complete the procedure. The case proceeded normally and the device functioned properly.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the product analysis showed functionality of the device was as designed. The reported events could not be confirmed or substantiated through the product investigation. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory the balloon component was visually inspected, microscopically examined, and tested for leaks. An adhesive-like matter was identified in the balloon shell. No damage or abnormality was noted, no leaks were identified in the balloon. The embedded foreign matter spots on the inner balloon wall were reviewed with manufacturing. It was determined the embedded foreign matter spots on the inner balloon identified during inspection would have passed inspection during the production process. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that when the pressure regulating balloon (prb) was prepped for an original artificial urinary sphincter (aus) implant procedure, the sales representative noticed something floating in the balloon. The physician was not comfortable using it when the tech could not get the small piece of matter out through the syringe needle, therefore, another balloon was opened and used to complete the procedure. The case proceeded normally and the device functioned properly.